Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed approximately 18.5 centimeters (cm) from the terminal end; only the proximal segment was returned. A thorough evaluation of the lead segment was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspections of the lead segment found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise and oversensing, resulting in an inappropriate shock. It was noted that the lead was suspected to be fractured. A revision was performed and during the attempt to explant this lead, the lead was broken. Therefore, the lead was partially explanted and another rv lead was successfully implanted. No additional adverse patient effects were reported.